Manufacturer narrative:
Initial and final MDR (B)(4) - MDR device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced similar events of kinked cannula with two infusion sets after being used for 4-5 hours for all events. Symptoms were noticed 3 or more hours after insertion for all events. Site of insertion was reported to be upper buttocks for event one and abdomen for event two. Patient's blood glucose value due to event was 550 mg/dl and the patient took correction bolus via pump and correction injection via mdi for all events. Patient also replaced infusion set and resumed insulin successfully for all events. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.